Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. An attorney.

Event description:
Received medical records on 06/01/2018. Medical records reviewed for MDR reportability. Left knee revised to address aseptic tibial base plate debonding at the cement to implant interface. Revising surgeon noted tibial implant was grossly loose, and had subsided medially 1-2 mm into the tibia bone. Femur and patella components were noted to be well-fixed, and not revised. Depuy bone cement was used during primary. Doi: (B)(6) 2016; dor: (B)(6) 2017; (left knee).

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) is used to capture surgical intervention and medical device removal. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.